Event description:
On (B) (6) 2010, pt reported she tested and her readings were around 500 mg/dl. Pt stated she gave herself a bolus of insulin and her readings rose instead of going down. Pt reported her meter read "hi" indicating a reading above 600 mg/dl. She stated she kept bolusing and finally gave herself an injection of insulin. Pt reported the beeps on her infusion device sound a little different when she boluses. Pt reported her current reading is 154 mg/dl. Pt's normal blood glucose range is less than 140 mg/dl. Pt stated the infusion device has not given any error messages. Pt reported the battery in her infusion device has an expiration date of 03/2008. Advised her to install a new battery. Pt stated the infusion adapter has not been changed in at least 4-5 months. Advised to change the adapter with every 10th cartridge change. Had pt run a prime and insulin did emerge successfully. Pt reported infusion device alarmed an a1 (low cartridge) warning. Advised her to change the cartridge, adapter, tubing and site. Advised her to monitor her readings. On follow up call to pt on (B) (6) 2010, she reported her readings have returned to normal. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product return was requested.

Manufacturer narrative:
No product will be returned for evaluation.